Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for deflation issues because the sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the tr band 2 would not hold any air. A second band was applied which seemed to work ok. It looked like air was escaping at the hub/valve. There was no patient injury/medical or surgical intervention required. Additional information was received on 20 may 2023: the procedure performed prior to using the tr band was a heart catheterization. The amount of ml's of air injected into the tr band when it was applied was not available. The tr band deflated right after initial inflation. There was no patient injury requiring medical intervention, hematoma. There seemed to be damage at the hub of the connector. The tr band was stored at the facility on a shelf. The patient was in stable condition.

Manufacturer narrative:
E3: occupation: (B)(6). The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.